Manufacturer narrative:
(B)(4). Report source: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that hair like substance was found in the sterile package during inspection at warehouse. No more information available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirms there was a hair like debris within the sealed cavity. DHR was reviewed and no discrepancies were found. The root cause of the reported event has been identified as an operator error made during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.